Event description:
Device issue: shaping ribbon detachment. Time of device issue: possibly during device preparation. Adverse effect: no pt involvement. It was reported that during preparation, the rx accunet shaping ribbon was noted to look different than normal. The device was not used. There was no pt involvement. Although requested, no additional information was provided. During return device analysis, it was revealed that the distal end of the shaping ribbon, tip coils and tipball were detached.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.